Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, self test, and error alarm test. All the operating currents were within specifications. However, the device was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime/fill anomaly. The unit had scratched display window and missing end cap sticker. The motor passed the motor test.

Event description:
It was reported that he driver was going all the way to the end of the insulin pump and pushing all the insulin out. No further information was provided.